Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the patient initially had pain and that during a follow-up visit and review of their x-ray, it was observed that their tm micro patella had broken at the post junction. The patient was taken to surgery for revision on (B)(6) 2015. The tm micro patella was confirmed broken and removed. The surgeon elected to cement in a persona 32mm patella as a replacement. The date that the tm micro patella was implanted is unknown.

Manufacturer narrative:
The nexgen tm micro primary patella was manufactured, inspected and packaged within established process specifications. The photographs that were provided for this investigation, although poor quality, show a tm primary micro patella less the tm hex peg which appears to have fractured from the device as evidenced by the shallow depression left in the tm baseplate at the location where the tm hex peg was once attached. The patient was revised to an all-poly patella however the explanted device was not returned for this investigation; therefore the condition of the device, including the presence of biologic tissue ingrowth into the tm baseplate could not be assessed. Biologic tissue ingrowth into the tm baseplate is what provides for long-term fixation. As a result, the underlying cause of the fracture at the post junction remains unknown. Should additional information be made available, this report shall be updated.